Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause determined to be due to worn out bearings from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that the short attachment device had been tagged with a broken sticker on it. During an in-house engineering evaluation, it was observed that the device had overheated and the bearings were worn out. The event was not reported to have occurred during surgery. It was not reported whether there were delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly